Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to infection, approximately 4 years after the first surgery. No information on explanted product. The surgeon implanted excentered glenosphere, post extension, 135/145° ø36 cup,two standard screw, two locking screw, stem ta6v size 10 and glenoid baseplate.